Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received unexplained button error alarm and button were unresponsive. Customer stated insulin pump rejected brand new batteries, the sensitivity has decreased and he has to press buttons down very hard for them to take action and insulin pump frequently loses time during battery change and has to be reprogrammed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.